Event description:
I had essure implanted in (B)(6) 2012 and have had pelvic pain since. I have had many other side effects including memory issues, fatigue, pelvic bleeding, pelvic stabbing pain, uti's, bacterial vaginosis, warts, migraines, neck and shoulder pain, fallopian tube spasms, constant clear vaginal discharge, muscle spasms, burning leg pain, sciatic nerve pain, tailbone pain, numbness in fingers, my whole body feels swollen all the time, pain during sex, gained 50 lbs, and I look pregnant. Due to abdominal swelling, constant period like cramps and itchy arms, I have been diagnosed with fibromyalgia, occipital neuralgia, muscle spasms and diabetes. I receive treatment at (B)(6) to counteract the constant occipital migraines. I also get trigger point injections. I get regular massages to try to break up the spasms in my back and hips.